Event description:
The customer reported that basically, the run started with "loading cells" but did not drain the product bag completely. Approximately half of the product went into the column. It did not rinse the pall filter and the product bag, before kicking right into the first wash. The product had severe clumping and was clogging up the fall filter. This was also creating bubbles in the drip chamber directly below the pall filter and the liquid sensor. The customer could see if the bubbles in the liquid sensor triggered the instrument while expecting that the entire product was loaded, but than it should have gone directly into rinsing the filter and bag before starting the first wash, but it did not. The customer called the miltenyi biotec inc. Hotline and the miltenyi biotec representative helped them to use another tubing set to complete the run. Therefore any risk for the patient could be ruled out.